Event description:
The pt was revised because of malalignment.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Provided info states the pt was revised because of malalignment. Based on the investigation, the need for corrective action is not indicated.